Event description:
Customer reported an alarm with their device and mentioned experiencing multiple previous occlusion events. No adverse impact to customer¿s blood glucose level was noted as it did not exceed the specified threshold. Customer resolved issue by changing the infusion set and cartridge and resumed insulin. No further assistance was deemed necessary, and case was closed by cts.